Manufacturer narrative:
A patient unable to disable MRI mode and activate therapy was reported to abbott. Troubleshooting steps were unable to resolve the issue. Surgical intervention was taken where the ipg was replaced. It was observed that the leads were twisted around the ipg. The leads were repositioned back to their normal positions. The results of the investigation are inconclusive as the device was not returned for evaluation. DHR review has determined that manufacturing completed all steps correctly and there were no errors in the production of the product. Prior to release, all released units were conforming to all applicable acceptance criteria. The reported observation ¿unable to exit MRI mode¿ was not confirmed. The root cause of the reported observation was not ascertained; the device exhibited normal device characteristics. The device history record was reviewed; there were no non-conformances or rework associated with this batch # 7597657,part # 600026448 (50cm slimtip implant lead kit, EU, abt), serial # (B)(6) ,and model mn20450-50a number. The cause of the reported event remains unknown.

Event description:
Related manufacturer report number: 1627487-2023-04565, 1627487-2023-04790. It was reported that, during the ipg replacement procedure on (B)(6) 2023, it was found that the leads were twisted around the ipg. In turn, the leads were repositioned back to their original locations to address the issue.

Manufacturer narrative:
Date of event is estimated. Initial reporter phone number:(B)(6).